Manufacturer narrative:
There was no reported device issue. Conclusion: the reported event was not related to device malfunction. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure.

Event description:
On, (B)(6) 2016, a female underwent a normal heart cath without intervention through the right femoral artery. The vascade was selected for closure and inserted into the sheath. The disc was deployed and temporary hemostasis was achieved. The key was inserted into the lock and the collagen was exposed and deployed. Final hemostasis was achieved with the device. It was noted no hematoma present after deployment nor once handed off to the unit on the floor. There was normal blood pressure. In post observation, the patient complained of back pain and later had acute hypotension resulted in blood transfusion, intubation, and resuscitation. A retroperitoneal bleed was located. She later passed away on (B)(6) 2016 in ICU.